Event description:
It was reported that this brady lead was a case of an attempted implant due to difficulty to retract/remove and difficult to position. Moreover, multiple attempts were made and the physician though this lead was damaged. Hence, opted to use another lead. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant due to difficulty to retract/remove and difficult to position. Moreover, multiple attempts were made and the physician though this lead was damaged. Hence, opted to use another lead. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. However, tissue was observed entwined in the lead tip helix. Further, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.